Event description:
It was reported that this lead required multiple attempts, four in total, to be able to be successfully implanted. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).